Event description:
It was reported that the device exhibited last error code (lec) 46510. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg name: corrected. One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The event history log was reviewed. The service history review had no indication that the complaint was related to a service of the device within the review period.